Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer stated that a warning message occurred during a closurefast catheter ablation. Tumescent was used and the physician applied compression but to adjust compression along heating element kept showing on the monitor during the procedure. The warning message did not show when the generator was repeatedly turning off and on. The procedure was completed using the same catheter and no patient injury was caused. After further investigation coil exposure was present. An investigation was performed on the returned closurefast catheter, and it was confirmed that the heating element exhibited thermal damage and exposure.